Manufacturer narrative:
This crt-d was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Analysis of the returned product was not able to provide relevant information for infection related allegations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with leads placed in the right atrial, right ventricular, and left bundle branch were explanted due to an infection. The patient was implanted with a temporary device and is expected to be reimplanted with a permanent device in the future. No additional adverse patient effects were reported. The crt-d has been returned and analysis performed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator system with leads placed in the right atrial, right ventricular, and left bundle branch were explanted due to an infection. The patient was implanted with a temporary device and is expected to be reimplanted with a permanent device in the future. No additional adverse patient effects were reported. Devices are not expected to be returned for analysis.